Event description:
It was reported that during an a-fib procedure, an electrical malfunction of the catheter or cables occurred. There was noise from all the electrodes delivered from the catheter and presented not readable signals. The catheter was changed and reconnected to another connector from 20a to 20b and the problem was the same. The physician was not able to continue the procedure with this catheter. The catheter and the cables were replaced with another ones (same type), so the procedure was completed successfully. After follow up with the customer to obtain more details of the event, it was confirmed by the signal noise occurred only in the ic channels delivered from the catheter and that the physician was able to interpret the bs signals. After product was back to the laboratory for analysis on (B)(4) 2012, the first visual inspection revealed that the electrode ring #10 was damaged with a white residue underneath making this event reportable. This condition was not reported initially by the customer. After follow up regarding the catheter condition received, the customer stated that they were not aware about this damage condition and no information regarding to sheath used in the procedure was available at this time. It was mentioned that the physician was able to remove the catheter safely from the patient without tearing/ snagging part of the patient's heart tissue, as he usually do.

Manufacturer narrative:
(B)(4). Upon receipt, the catheter was visually inspected and it was found that ring #10 was damaged and a white particle underneath it. This condition was not originally reported on the complaint. Nonetheless, a second visual inspection was carried out and no white particle was detected; therefore, ft-ir analysis test could not be performed. It is unknown how the ring was damaged. Then per the reported event, electrical test was performed and the catheter passed. The reported customer complaint cannot be confirmed. For the damage ring, a internal corrective action was opened to address this issue. The device history record was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. In addition, all the catheters are inspected for visual damages before packaging. On line inspections are in place to prevent this type of damage/defect from leaving the facility.